Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013; inratio: 5.4; repeat: 2.9. Time between testing was reported as 10 minutes. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.